Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the pump was in the customer's workout belt when the alarm occurred. The customer's blood glucose level was 251 mg/dl and was addressed with a corrective bolus via the pump. Tandem technical support explained that the button was likely being pressed down by the belt; the customer acknowledged.